Manufacturer narrative:
(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became dark due to the scope not emitting light in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Evh tunnel became dark due to scope not emitting light in the tunnel. Pa had to stop the procedure and finish case using competitive (terumo) scope and harvesting kit.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became dark due to the scope not emitting light in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4): evh tunnel became dark due to scope not emitting light in the tunnel. Pa had to stop the procedure and finish case using competitive (terumo) scope and harvesting kit.